Manufacturer narrative:
The device was checked by a dräger service engineer on-site. It did not start up - a fact from which could be concluded that a malfunction of the power supply has occurred. The power supply was replaced to get the device back working. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. If a complete loss of power occurs, the device posts a power-fail alarm for at least two minutes; this alarm is buffered by an independent power source. The pneumatic system is being opened to ambient to allow spontaneous breathing.

Event description:
It was reported that the device suddenly alarmed for power failure during use and shut-down completely. The users have replaced the device immediately, no patient consequences have reportedly occurred.